Manufacturer narrative:
Customer confirmed that no treatment was altered due to falsely elevated hba1c result. Customer stores cartridges in the refrigerator and removes for use each morning. Customer has been advised that the box of cartridges should be left a room temperature for three months. Siemens representative checked the instrument and found air filter dirty and customer never run maintenance. The customer has been requested to send cartridges back for investigation. The customer has not responded to numerous requests for additional information. Siemens has demonstrated due diligence and is unable to determine whether the customer is operational based on the information provided. As per dca vantage analyzer operator's guide, customer should change air filter quarterly. The cause for the discordant hba1c result is unknown.

Event description:
Customer reported falsely elevated hemoglobin a1c (hba1c) result on the instrument. There was no report of injury due to this event.